Event description:
One patient with discrepant alkaline phosphatase results. Initial result gave 207 u/l. Sample repeated two additional times giving 149 and 124 u/l respectively. Sample was repeated on a different analyzer - same methodology resulting at 131 u/l. Erroneous result was not reported. Exact root cause undetermined. Customer performed performance tests which were within specifications.